Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-12603; related manufacturer reference number: 1627487-2019-12604. It was reported that the patient had ineffective therapy. Reprogramming was unsuccessful. On (B)(6) 2019 patient¿s full scs system was removed. No reported complications.